Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4)..

Event description:
Per the surgeon, the patient experienced irritation and swelling at the abutment site and was subsequently administered a topical antibiotic on (B)(6) 2018; however the issue did not resolve. Subsequently, the patient was hospitalized on (B)(6) 2018 and treated with oral antibiotics. On (B)(6) 2018 the abutment was removed.